Manufacturer narrative:
Clinical investigation: a causal relationship between the fresenius 2008 t machine and the patient¿s lack of fluid removal during a hd treatment, as evidence by treatment records and patient¿s post dialysis weight, cannot be excluded. At this time, there have been no serious adverse events which resulted from the lack of fluid removal; however, the patient did require an additional hd treatment to remove remaining fluid volume. It was reported the 2008 t machine was having touch screen issues during the treatment which could have affected the machine¿s ultrafiltration function. However, the cause of the touch screen issue cannot be confirmed as post event testing of the machine was unable to duplicate the reported malfunction. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was confirmed that a biomedical technician inspected the machine, and it passed all functional tests and no parts were replaced. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported an event of impaired ultrafiltration during a hemodialysis (hd) treatment via a fresenius 2008t machine which resulted in a patient having an extra hd treatment. On (B)(6) 2018, a biomedical technician from a user facility reported a non-reactive touch screen issue with the 2008t machine during this patient¿s hd treatment. It was reported the 2008t machine¿s screen inaccurately displayed a total treatment time of 7 hours rather than the actual treatment time of 3 hours and 15 minutes and displayed zero fluid removed (ultrafiltration) during the hd treatment. It was documented on the treatment sheets for (B)(6) 2018 that the 2008 t machine passed pre-treatment tests; however, the ultrafiltration rate and fluid removed during the treatment was recorded at zero. There were no reported or recorded machine alarms. The patient¿s pre-treatment weight on the day of the event was recorded as (B)(6) kilograms (kg) with a target weight (fluid removal goal) of 2.7kg. During follow-up with the clinic manager, it was stated there were no changes made to the patient¿s ultrafiltration goal, rate or time during the hd treatment nor was the ultrafiltration function shut off on the machine by dialysis staff. The patient¿s vital signs recorded throughout treatment were stable. After hd treatment, the patient¿s post weight was recorded at (B)(6) kg, which is 0.3kg higher than the recorded pre-weight. Per the clinic manager, the patient did not have any complaints or symptoms and there were no recorded adverse events on the treatment sheets on the day of the event. However, the patient was scheduled for an extra hd treatment, on (B)(6) 2018, due to the lack of ultrafiltration. The patient has since returned to their normal dialysis schedule without further reported issue. After the event, the biomedical stated they performed the diasafe (filter) test and ultrafiltration pump calibration. It was not reported if the diasafe test passed or if the machine was out of calibration. However, it was reported all functional tests passed and no machine parts required replacement. Additionally, the biomed indicated they performed a simulated treatment with the machine and reportedly was not able to duplicate any issues with ultrafiltration or treatment time display; nor were there any alarms that occurred.